Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and a21 error test. Unit passed tone check on self test. Unit failed vibrate check on self test due to vibrator motor not connected properly to b1 on I/b. After connecting the vibrator motor properly, unit was able to vibrate during testing. Unit uploaded properly using carelink. The unit was received without the original battery cap. Unable to verify damage to the battery cap. No anomaly noted when using a test battery cap during testing. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's battery cap was damaged and could not take it out. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. It was also reported that the customer was hospitalized the week before due to hypoglycemia. No further details were provided for the incident as the customer was not present at the time of the call. The customer was sent a replacement insulin pump and agreed to return the device for analysis.